Event description:
Patient reported "pain and ardency" and folding for right side. Device has been explanted. Remains implanted. Patient later reported "fluid", capsular contracture baker grade iii and cyst. Patient representative late reported "thick content cyst or nodule¿ and recall, distress.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported, "pain and ardency" and folding for right side. Patient later reported, "fluid". Capsular contracture, baker grade iii and cyst. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma late.